Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was positioned at different locations and it kept having high impedance. It was also noted the lead had completely lost its shape (j-shape) and hence could not be place in the atrium. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.